Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using a pod8 coil and a px slim delivery microcatheter(px slim). Upon attempting to advance the pod8 coil into the px slim, the physician noticed that the distal end of the pod8 pusherwire was kinked and it was not used. The physician successfully continued the procedure by using a new pod8 coil. There was no report of an adverse effect on the patient.